Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon triage the service center found the pump to have a damaged power cord had burning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the scd 700 compression system was performed and upon triage, service found the unit had a power cord with thermal damage. The unit was cleaned and disinfected in accordance with the manufacturer's instructions. It was noted that the plug was burnt. The power cord was replace and the device has been tested according to the manufacturer's specifications. All the tests have been successfully completed. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cord¿s resistance to ensure its electrical safety. If they are not replaced, normal flexing, wrapping the cord too tightly around the bed hook, or supporting the weight of the unit with the cord can cause individual wire strands to break, which increases the amount of heat generated by current flow; over time the continued flexing of the cord results in melting of the wire insulation and catastrophic failure. Therefore the potential root cause for this issue is customer misuse. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.